Event description:
It was reported that an ilet user experienced repeated pairing failures between the pump and a libre 3 plus sensor, with intermittent communication issues during the pairing process; the user restarted the pump, toggled cgm settings, and re-scanned, after which the pump displayed pairing in progress and the sensor was able to scan. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.